Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure code #19". The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative is not sure which code was generated, probably was "electrical test failure code #119" (front end cpu failure) alarm. The company representative replaced the front end pcb (part number 0670-00-0668e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The front end pcb was evaluated at the manufacturing facility in (B)(4) where the failure was confirmed. The front end pcb is being sent to the supplier for further evaluation. A supplemental medwatch will be submitted when more information becomes available. (B)(4).